Event description:
It was reported that impedance measurements of > 4000 ohms were seen on all combinations with electrode 3. The pt was reprogrammed which resolved the high impedance issue. No pt injuries were reported.

Manufacturer narrative:
(B)(4).